Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smartassist for use during cardiogenic shock and high risk pci instructions for use for the related event are as follows: section: warnings & cautions: cautions ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: warnings & cautions: warnings section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was being implanted with an impella cp device for mechanical circulatory support. During implantation, the tortuosity of the blood vessels was severe and arterial dissection occurred and the impella insertion was cancelled. A a few days later, a computed tomography (CT) scan showed no signs of dissection.

Manufacturer narrative:
The investigation of delivery issue has been completed. The impella device was not returned for evaluation. Based on the clinical details the root cause of the delivery issues was determined to be patient condition as the patient had severe tortuosity in the vessels. There was no confirmed vascular damage according to imaging. B1 adverse event was erroneously selected on the initial manufacturer device report number. B1 product problem was inadvertently omitted on the initial manufacturer device report number. G1 reporting contact email revised on manufacturer device report in accordance with updated procedures. H1 type of report was erroneously selected on the initial manufacturer device report number. H5 was erroneously selected on the initial manufacturer device report number. H6 health effect - clinical code 3160 was was erroneously entered on the initial manufacturer device report number. H6 investigation findings and investigation conclusions were erroneously selected on the initial manufacturer device report number. H10 investigation results were inadvertently omitted on the initial manufacturer device report number. H10 instructions for use were erroneously included on the initial manufacturer device report number.